Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed normal battery depletion that meets 80% of expected longevity.

Event description:
The device was returned to the manufacturer after being explanted and replaced due to eri (elective replacement indicator) and a system upgrade. The device was analyzed and tested out of specification. No patient complications have been reported as a result of this event.